Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, a conclusive cause for the mitral stenosis could not be determined. The reported patient effect of mitral stenosis as listed in the mitraclip system electronic instructions for use (IFU) is a known possible complication associated with mitraclip procedures.there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitral stenosis after the mitraclip procedure. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). There were no device issues with the mitraclip, but the mitral valve mean gradient was 6 mm hg at the end of the procedure after two mitraclips were implanted. Mr had been reduced to grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was discharged home the next day and was reported to be doing great. There was no additional information provided.